Event description:
It was reported that the monitors on the workstation of the 7700 system have a vertical roll that will not stop or display anything. The monitor on the c-arm was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.